Manufacturer narrative:
This lead remains in service. If information is provided in the future, a supplemental report will be issued. Additional information: h6 (device codes) "1439 - pacing problem." Additional information: b5 (problem description) was updated.

Event description:
It was reported that this right atrial (ra) lead was fractured as a result of the patient dropping a weight on their left shoulder while exercising at the gym. This reported accident triggered a lead safety switch (lss) to occur; evidence suggests that this observation coincided with the weight lifting accident. The patient presented to the emergency room (ER) as a result of the injuries sustained during the accident. During evaluation in the ER, ra lead issues were found and further investigated. The ra lead exhibited high out of range pace impedance measurements, oversensing, and atrial unipolar pacing on telemetry. Once the device was interrogated, it was found the presenting electrograms did not confirm the reported observations of atrial pacing issues witnessed previously on telemetry. The patient is pacemaker dependent, but the right ventricular (rv) lead remains unaffected by the accident at this time. No observations of loss of capture or patient symptoms related to the lss. Subsequently, the device was reprogrammed. The plan is to continue to monitor the ra lead at this time. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured as patient dropped a weight on the left shoulder while exercising at the gym. This issue triggered lead safety switch (lss), evidence suggests that this occurred as the lead was having high pacing impedance out of range. This lead was also oversensing but it was then reprogrammed to minimize this issue. After reevaluate this lead, it was determined that no explant is needed as unipolar sense/pace configuration was found to be functioning properly. No adverse patient effects were reported.